Event description:
It was reported that the battery reached elective replacement indicator. It was also reported that there may be premature battery depletion as the device did not last as long as the physician expected. The device will be removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that the battery voltage was pre/approaching elective replacement indicator. The weekly battery voltage trend data in save to disk (B)(4) shows minimum battery=2.92 to 2.66 volts between (B)(6) 2011 and (B)(6) 2012, is before device recommended replacement time <= 2.62 volt. The device was returned, analyzed and analysis revealed that the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that the battery voltage was pre/approaching elective replacement indicator. The weekly battery voltage trend data in save to disk file _737000 shows minimum battery=2.92 to 2.66 volts between (B)(4) 2011 and (B)(4) 2012 is before device recommended replacement time <= 2.62 volt.